Event description:
It was reported to philips that the soft keys on the front display assembly of the device had torn off. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Added UDI.